Event description:
Fifty-three months after the original surgery, the constrained insert dislocated and the acetabular shell dislodged from the acetabulum. Revision surgery was performed to replace both the acetabular insert and the shell.